Manufacturer narrative:
Concomitant medical devices : 5076 lead; implanted (B)(6) 2009, dtba1d1 crtd; implanted (B)(6)2014.

Event description:
It was reported that the device had premature battery depletion. It was also reported that the left ventricular lead had high threshold. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.